Event description:
Laryngoscope handles do not light up, rendering them unusable. Unsure if blades are affected. Lot is: 201200497. These handles come in our premade intubation trays and in our purchase for handles.